Event description:
Procedure: lap assisted distal gastrectomy. According to the reporter: upon firing across the duodenum, the tissue adjacent to the staple line was torn. Oozing bleeding of under 200cc was reported. Tissue was resected with another stapler. Nothing fell into the cavity.